Event description:
It is reported that the patient's left hip dislocated when he fell on wet grass. A closed reduction was performed under general anesthesia.

Manufacturer narrative:
A histological analysis was performed at a later revision and the report was provided for review. The analysis notes acetabular shell rim impingement that suggested that the shell became loose and was wearing against the neck of the femoral stem. An sem bse analysis showed very limited bone present in the tm coating of the shell. With the information provided, it is unknown if the in-vivo events of impingement and loosening of the shell contributed to the patient's dislocation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.